Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on (B)(6) 2021. The device evaluation was completed on (B)(6) 2021. Visual inspection was performed, in accordance with biosense webster inc, (bwi) procedures and a hole on the pebax with reddish material was found inside it. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole at the pebax and reddish material inside it. Initially, it was reported that some blood inside the tip of the catheter was observed through the transparent part of the sensor. No adverse patient consequences were reported. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Since there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2021 that there was a reddish material inside the pebax and a hole on the surface of the catheter. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.